Event description:
It wa reported by service report that the side rail cable was broken which could result in the side rail dropping unintentionally.

Event description:
It wa reported by service report that the side rail cable was broken which could result in the side rail dropping unintentionally.

Manufacturer narrative:
Corrected product code and product device name.